Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to exhibit localized melting, which is indicative of arcing 0.892" from the proximal end where the instrument inserts from. Additional observation not reported by site: the tip cover was found to have tearing at the mouth where the scissor tips exit. Tears were axially aligned with the tip cover and measured from 0.154¿ in length. There were no signs of thermal damage present at the end of any tears. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was sliding off the mcs instrument. Both the instrument and the tip cover were removed. The tip cover was examined, and it had holes burned into it. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument / accessory inspected prior to use and there was nothing unusual noted. After the issue, the instrument appeared to not have any damage, but the tip cover accessory had holes in it. Staff reported no arcing was observed. The vio integrated electrosurgical generator unit (iesu) was used with cut and coag set at 4. The instrument was in use for 30-60 minutes prior to the issue. Vessel sealer extend and prograsp forceps were in use at the time, but no energy was used with them. It was unknown if there was any collision with other instruments or if instrument tips were in contact with tissue. The instrument tips did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications. Monopolar curved scissors was sent back. Grounding pad was on the patient¿s right thigh. The grounding pad did not appear to have any issues/defects. The mcs tip cover accessory appeared to be properly installed using the installation tool without any lubricant during the surgical procedure, the orange surface was not visible after installation. The case was completed with the second instrument.